Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (bent pins) was confirmed. Upon evaluation, the pins in the electrode belt trunk cable connector were bent. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the bent pins. The last pt to use this belt did not report any deficiencies.

Event description:
A 71 yr old female pt called zoll customer support to report bent pins in the electrode belt trunk cable connector. The pt was issued a replacement electrode belt.